Event description:
During a lefort bsso (bilateral sagittal split osteotomy) procedure, patient got a burn on the left lower interior lip. Staff sequestered rem b drill handpiece, cord, machine, and packaging.